Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was not performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a breast biopsy procedure through normal tissue density using the maxcore instrument. During the procedure, the inner needle of the device fired and then jammed. Additionally, it was reported that the device was painful to remove due to the cutting chamber being open. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is kept as inconclusive for the reported failure to fire and difficult to remove as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire and difficult to remove could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI), g3, h6 (patient, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a breast biopsy procedure through normal tissue density using the maxcore instrument. During the procedure, the inner needle of the device fired and then jammed. Additionally, it was reported that the device was painful to remove due to the cutting chamber being open. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.